Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-operatively, the patient underwent a revision surgery "due to adjacent level disease". During the revision, it was discovered that two screws were loose. The hardware was replaced. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.